Event description:
It was reported that during the thrombectomy procedure the subject balloon was ruptured and it cannot be used. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was received. The reported lot number was confirmed from the packaging label. On visual inspection, the device was returned together with extension tubing. The balloon catheter was found to be severely kinked/bent in a few places. The balloon was found to be ruptured and damaged. During functional inspection, was unable to inflate the balloon due to rupture. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure, the patient¿s anatomy was moderately tortuous. The balloon was not inflated over nominal pressure or excessive pressure used. It is probable that the device was damaged during tracking through the patient¿s anatomy, causing the reported event. An assignable cause of procedural factors will be assigned to the reported and analyzed ¿balloon burst ruptured during use¿ and to the analyzed ¿balloon catheter kinked/bent¿ and ¿balloon damaged¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the thrombectomy procedure the subject balloon was ruptured and it cannot be used. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.